Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with cracked case corner of the belt clip rails near the battery compartment, serial number label missing, minor scratches on case, keypad overlay texture damage and minor scratches on lcd window.

Event description:
It was reported that customer had power error detected on insulin pump. The customer blood glucose level was unknown. Customer also reports crack on back of pump. The insulin pump will be returned for analysis.